Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tsb35 staples did not form properly when used in surgery. This resulted in the pt being readmitted for surgery to correct the problem. The pt had a reoperation and had a extended hospital stay of 2-3 days.